Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analyst noted that the device met its expected longevity, and therefore it was not analyzed.

Event description:
It was reported the device had reached end of life (eol) after three years and was unable to be interrogated. The device was explanted. No patient complications have been reported as a result of this event.